Event description:
Patient was revised to address tibial loosening.

Manufacturer narrative:
Examination of the submitted product did not find any evidence to confirm the reported loosening. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.